Event description:
It was reported that during an orbital atherectomy ((B)(6)) treatment procedure, a vessel perforation occurred requiring surgical intervention. This lesion being treated was located in the peroneal artery which demonstrated extensive disease of a highly calcific nature. The procedure was being performed as limb salvage opportunity for the pt. The physician began spinning at low speed, then increased to medium speed and device bogged down and stalled. While attempting to remove the device, it became stuck on the viperwire. When the physician pulled back on the device and wire as a unit, a vessel perforation occurred. Because the vessel being treated was the only patent vessel with blood flow to the foot, the pt will now require amputation. Add'l info has been requested regarding this event.

Manufacturer narrative:
Device analysis: the device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The controller functioned normally with another device following this event. The device history record for this lot number could not be reviewed as the lot number is unk. The root cause for the reported event is unk. (B)(4).